Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported via phone call, the device has a blank area on the screen. Customer woke up and they noticed the screen on the corner was black and the device is not working. Customer's blood glucose was 259 mg/dl. The lcd on the insulin pump was damaged and it has a blank area on it. Customer's mother stated they can't read the screen on the left side. The numbers flash but they are unable to see them. She is unable to rewind the device as well. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to perform any test due to bleeding lcd glass. The insulin pump also has minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.